Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Medical record reviewed: a patient with a preoperative diagnosis of inferior vena cava and right iliac vein thrombus, splenic infraction and redundant atrial septum was scheduled for placement of a vena cava filter. An echocardiogram with bubble study was conducted to evaluate a patent foramen ovale. Echocardiogram study was positive. Patient prepped for ivc filter placement. The filter was deployed via the right internal jugular approach, placed at approximately l2 and l3 location. Deployed filter was placed without difficulty with no evidence of tilt of the filter or migration. The patient tolerated the procedure well. Post placement the patient received an abdominal and pelvic CT. The CT was remarkable for a small pulmonary embolus. Patient received an echocardiogram transesophageal to evaluate the patent foramen ovale. Study found there was small patent foremen ovale with shunting of both from right to the left, also a trileaflet aortic valve, no valvular disease with mild mitral and pulmonary regurgitation. At an unknown amount of time post filter deployment, the patient was scheduled for filter retrieval. CT imaging demonstrated a detached limb as well as 2-3 legs beyond the wall of the ivc. The right internal jugular vein was accessed, a venogram was performed locating the ivc device in an infrarenal position with a mild leftward tilt. A 15 mm gooseneck snare was used to engage the dislodged leg first. After successful removal and delivery of the dislodged leg, the ivc filter was then snared, resulting in a successful retrieval without complications. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Post placement the patient received an abdominal and pelvic CT which was remarkable for a small pulmonary embolus. Some time post deployment CT imaging demonstrated a detached limb as well as 2-3 legs beyond the wall of the ivc. Therefore, the investigation is confirmed for perforation of the ivc and limb detachment. Additionally, it can be confirmed that the patient experienced pe post deployment; however the relationship to the filter is unknown. The investigation is inconclusive for tilt as it is unclear if there is significant tilt from the provided medical records. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded the wall of the ivc; the filter limbs punctured through duodenum and scraped the spine. The device was removed percutaneously. The status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc; the filter limbs punctured through the duodenum and scraped the spine. The device and detached limb were removed percutaneously. The status of the patient is unknown.

Manufacturer narrative:
Manufacturing review:the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record reviewed: a patient with a preoperative diagnosis of inferior vena cava and right iliac vein thrombus, splenic infraction and redundant atrial septum was scheduled for placement of a vena cava filter. An echocardiogram with bubble study was conducted to evaluate a patent foramen ovale. Echocardiogram study was positive. Patient prepped for ivc filter placement. The filter was deployed via the right internal jugular approach, placed at approximately l2 and l3 location. Deployed filter was placed without difficulty with no evidence of tilt of the filter or migration. The patient tolerated the procedure well. Post placement the patient received an abdominal and pelvic CT. The CT was remarkable for a small pulmonary embolus. Patient received an echocardiogram transesophageal to evaluate the patent foramen ovale. Study found there was small patent foremen ovale with shunting of both from right to the left, also a trileaflet aortic valve, no valvular disease with mild mitral and pulmonary regurgitation. At an unknown amount of time post filter deployment, the patient was scheduled for filter retrieval. CT imaging demonstrated a detached limb as well as 2-3 legs beyond the wall of the ivc. The right internal jugular vein was accessed, a venogram was performed locating the ivc device in an infrarenal position with a mild leftward tilt. A 15 mm gooseneck snare was used to engage the dislodged leg first. After successful removal and delivery of the dislodged leg, the ivc filter was then snared, resulting in a successful retrieval without complications. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Post placement the patient received an abdominal and pelvic CT which was remarkable for a small pulmonary embolus. Some time post deployment CT imaging demonstrated a detached limb as well as 2-3 legs beyond the wall of the ivc. Therefore, the investigation is confirmed for perforation of the ivc and limb detachment. Additionally, it can be confirmed that the patient experienced pe post deployment; however the relationship to the filter is unknown. The investigation is inconclusive for tilt as it is unclear if there is significant tilt from the provided medical records. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 02/2010); (manufacturing date: 02/2007).